Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that each time the customer attempted to deliver a bolus, a failed screen would appear. Customer was unable to deliver a bolus from lunch to dinner time. Customer's blood glucose (bg) level was 183 mg/dl. Customer used an insulin pen to correct bg level. During troubleshooting with tandem technical support, customer delivered a bolus successfully.